Event description:
Additional information was received from a healthcare provider who reported that the cause for the inability to aspirate the catheter was a compressive tumor. The actions and interventions taken to resolve the issue were an MRI, neurosurgery for tumor re-section, neurosurgery examined the catheter intra op and found no problems. The device was not suspected of being a culprit at present time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. The healthcare provider reported that they were going to do a refill but saw code 52 (total catheter volume outside of typical range) upon interrogation. The patient had no signs of baclofen withdrawal but had issues with flaccid legs and normal arms. The caller stated that the patient was new to her since the patient was transitioning to adult care from the children¿s care and this was her first refill with him, and she didn¿t have access to his old records. The caller stated that the catheter volume matched her prior 2 reports (records since the end of october), but today they had that alert. The agent reviewed that the alert was only a caution to confirm that the catheter volume was accurate and if there was no change in the catheter, no further action was needed. The caller stated that the patient had been stable at their dose for a long time, then the patient had one episode of full body rigidity and afterwards his legs were now flaccid, and his arms had tone. The caller stated that they thought the patient had a uti (urinary tract infection) and was backed up with poop. The caller stated that these were corrected but then after that was when his legs got flaccid. The caller stated that the patient was a cp (cerebral palsy) patient and could get reflexes in the past when they were stretching him, but now, they were not. The caller stated that she decreased the dose 7.5%. Blood work and an xray were done, and the catheter looked okay, but they were waiting to perform a dye study because they attempted a side port aspiration twice yesterday and couldn't get anything out. The patient had no symptoms of baclofen overdose or withdrawal and was comfortable. The patient was currently in the hospital for his symptoms of flaccid limbs. They planned to refill the pump today for the first time but canceled once they noticed the alert. The patient had not received any boluses but received the oral med trileptal for seizures. The caller verified the implanted catheter length at 43.8 cm with a volume of 0.096 ml and stated that the only change she had made to the patient¿s therapy was the decrease in the 24 hour dose.

Manufacturer narrative:
Continuation of d10: product ID 8711 serial# (B)(6) implanted: (B)(6) 2004 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(6), ubd: 24-may-2006, UDI#: (B)(4). E1- alternate phone number for the initial reporter:(B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.